Event description:
It was reported that prior to a device replacement procedure, an x-ray confirmed that the left ventricular (lv) lead had "slipped back from its original position" during use. The physician chose to attempt a new lv lead placement. However, removal of the old lv lead was difficult due to severe stenosis around the area of the superior vena cava (svc). After multiple attempts the physician made the clinical decision to abort a new lv lead placement. However, the lv lead had now fully dislodged from the coronary sinus. The physician was able to pull the tip of the lv lead back to the level of the right atrial (ra), but was unable to extract the lead entirely. The proximal portion of the lv lead was cut and covered with silicone and the distal tip of the lead remains free-floating in the ra. A new dual chamber device was placed instead of a biventricular device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).